Event description:
On approximately (B)(6) 2014, the patient seemed to develop a pump pocket infection following a pump refill on (B)(6) 2014. The pump did not get erythematous and edematous until (B)(6). The patient was admitted to the hospital for IV (intravenous) antibiotics and then set up for a pump and possible catheter replacement/revision. A culture was taken of the device pocket and csf (cerebrospinal fluid). The type of organism cultured was unknown. The csf never grew anything; the csf was clean. The pump was explanted secondary to the pump pocket infection. The proximal/pump segment of the catheter was removed; the proximal segment of the catheter was removed secondary to concerns with the pump pocket infection. A new pocket was formed and new pump was implanted with a new proximal/pump segment of catheter attached/spliced to the existing distal/spinal segment of catheter where it was exiting from the spinal fascia. The patient status was reported as ¿alive-no injury.¿ the device system was delivering gablofen. The outcome was not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 8709, serial # (B)(4), implanted: (B)(6) 2005, product type catheter. (B)(4).